Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. During the revision procedure, insulation damage of the rv lead was confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.